Event description:
The healthcare provider (hcp) noted the patient (pt) is needing an MRI of the neck where the leads are located. Hcp states the pt said the spinal cord stimulator (scs) is not working and it has been "shocking her". Hcp unable to clarify if stim is on or off when pt is feeling "shocking" from the scs. Hcp also noted the patient programmer is not charged. Hcp noted pt said their hcp "can't do anything about it" but was unable to clarify further and wasn't with pt at time of call. Redirected pt to follow-up with hcp about reported issues. Agent reviewed, based on implanted components, scs is not full body conditional.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.